Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One full osseotite® tapered certain® implant 3.25 x 13mm (ifnt3213) returned for investigation. Visual inspection of the as returned products identified one implant with fractured screw inside of it. Additionally, dried blood present on the external threads. Functional testing and dimensional analysis could not be performed since the screw was fractured and its piece remained inside the implant. Pre-existing conditions noted on the per was type iii (low) bone density and oral hygiene. The reported device had been located on tooth site 25 (fdi) and was implanted for approximately 10 years and 8 months. Device history record (DHR) and complaint history review could not be performed for unk biomet screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. August post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event (screw fracture). Therefore, based on the available information, the reported device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that a fracture of the passing screw as the main reason the implant failed. The procedure was not completed with another implant, therefore, the patient must return in the future to complete the surgical procedure. The affected dental position is: #13.